Event description:
Report received of an overdelivery. The device was returned to the biomedical engineering department with a note that stated, "the device overdelivered insulin. There was a piggyback configuration." No specific pt info, pump programming, or event details were available. Multiple unsuccessful attempts have been made to obtain additional info.